Manufacturer narrative:
Product complaint # (B)(4). Dmf# - (B)(4), trade name: gentamicin sulphate, active ingredient(s) gentamicin sulphate, dosage form - powder, strength 1.0g active in our cements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Subject ID: b)(6). Study no: dots. Clinical notification received for revision due to infection. Date of implant: (B)(6) 2020. Date of revision: (B)(6) 2022. Left knee. Femoral component, tibial component, insert, and patella were removed. 150410107 9425874 femoral; 150660007 9471331 tibial; 151650708 9379503 insert; 545050501 9292946 cement; 545050500 9292937 cement.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Event description:
Medical records received: primary operative notes (B)(6) 2020 indicate the patient received a left total knee replacement due to osteoarthritis. The surgery was completed without indication of complication by the surgeon. Revision operative notes (B)(6) 2022 indicate the patient received a left total knee revision due to infection. Upon entering the joint, an abscess, joint contracture, and scarring was encountered and removed to the best ability. The femoral component was noted to be loose at an unknown interface. The surgery was completed without indication of complication by the surgeon. Operative notes (B)(6) 2022 indicate the patient received a stage 2 of 2 re-implantation as the infection had cleared.